Event description:
It was reported that balloon rupture occurred. The more than 80% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. Following atherectomy with rotablator, a 3.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres, the balloon would not hold pressure and had blood return. Upon removal, it was noted that the balloon had burst. The procedure was completed with another of same device. No patient complications were reported.